Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 325-360 (mg/dl). Reportedly, the customer observed an inaccurate fill estimate. A new cartridge was loaded to resolve the issue.